Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of returned device logs and an investigation of the returned monitor printed circuit (pc) board. Received device logs show a series of system shutdown and startup events on the reported date of event while on patient. These are probably connected to the reported "restart ventilator" issue. Log entries indicate that this was a monitor restart event where ventilation will continue with set parameters. Software errors that exist after the event suggest a hardware related memory problem on the monitor pc board. Simulated test use ventilation did not confirm the problem. Several pre-use checks succeeded and simulated use test ventilation ran for five days without any deficiency noted. When a monitor restart occurs during ventilation and the audiovisual alarm "restart ventilator" appears, the ventilator becomes unresponsive to input but the system still continues to ventilate with current parameters. Due to the absence of displayed parameter values and ventilation curves, the user may perceive the situation as a stop of ventilation. The conclusion is that the monitor pc board was the cause to the reported issue. It may be caused by a hardware failure on the returned monitor pc board, but this could not be confirmed.

Manufacturer narrative:
According to information from the facility, the ventilation waveform displayed on the screen was straight line and there were no measured values displayed during the event. Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that during use on a patient, the ventilator displayed a "restart ventilator" alarm message, and that ll functions of the ventilator stopped. The patient was manually ventilated until the ventilator was replaced. There was no patient (B)(4).